Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose of 500 mg/dl. Customer reported symptoms like feeling sick as a result of high blood glucose. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether customer was using auto mode feature or not at the time of event. The insulin pump will not returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.